Event description:
An optician reported to an amo representative that a female experienced a severe eye infection leading to hospitalization while using totalcare. The optician indicated the infection began prior to the patient beginning to wear the newly fit rgp lenses. The patient continued to use a daily wear soft lens from an unknown source. The patient's contact lens case was returned and was in a very dirty condition and had been 'painted' with paint/make-up and/or nail polish. The optician and treating physician believe the infection is due to inadequate lens hygiene. There was no suspicion of a contaminated contact lens care product. The totalcare solution was discarded by the patient or parents and the lot number was unknown. The patient's parents declined to provide additional information or allow follow up with the treating physician. No additional information is expected.

Manufacturer narrative:
The complaint sample was not returned to the manufacturer. Lot number of solution used by patient is unknown, and the reporter declines to allow us to further our investigation of lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably used for treatment, as this type of device is not typically used for diagnosis.